Event description:
It was reported that when using the bd pyxis¿ anesthesia station es half heigh drawer 2.1 was failed to lock and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had failed to lock. A field service engineer (fse) shut down the station, opened the back panel, removed the drawer, and replaced the solenoid. The components were reassembled, the station was powered on, and the drawer was recovered. Diagnostics testing confirmed the drawer was functioning properly. The fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.